Event description:
Medtronic received a communication that during preparation prior to use, the tube tip was found deformed. The customer indicated that there was no patient involvement associated to this event.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. And the reported event was confirmed. This device is used in treatment. A visual inspection was performed and it was observed the distal end of the cannula presents a sinking that deforms the round shape of the tip. No root cause was identified. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.